Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The patient¿s ipg was reported to be inoperable following an unrelated surgery, prior to which the ipg was not set to surgery mode. A manufacturer representative was able to recover the device.